Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak underneath where the last bag (lb) was hanging during dwell 3 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 3 of 4 of treatment prior to the leak and the treatment was cancelled. The patient stated he had noticed "extra condensation" than normal, but he didn't think anything of it at the time of set up. The cause of the leak is unknown. Technical support assisted the patient with re-setup of the cycler with new supplies and starting treatment from the beginning. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed that moisture was found on the baxter lb when the bag was removed from the outer wrap. The patient could not confirm exactly where the leak occurred but found a puddle underneath where the lb was hanging. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and adapter were discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak underneath where the last bag (lb) was hanging during dwell 3 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 3 of 4 of treatment prior to the leak and the treatment was cancelled. The patient stated he had noticed "extra condensation" than normal, but he didn't think anything of it at the time of set up. The cause of the leak is unknown. Technical support assisted the patient with re-setup of the cycler with new supplies and starting treatment from the beginning. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed that moisture was found on the baxter lb when the bag was removed from the outer wrap. The patient could not confirm exactly where the leak occurred but found a puddle underneath where the lb was hanging. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and adapter were discarded and not available to be returned to the manufacturer for physical evaluation.